Event description:
Patient was very distressed and difficult to communicate with. Initially, agent was unaware of continuous glucose monitoring (cgm) issues until after performing a supply change by phone to confirm equipment function. No supply malfunctions were found; possible site failure suspected. Patient resumed insulin delivery. During troubleshooting, patient dropped the pump, causing the new infusion set to pull out. Agent assisted in placing another infusion set, and insulin delivery was resumed. The highest blood glucose l(bg) level was at 364mg/dl and was out of range for 90+ minutes. Cgm troubleshooting revealed that patient had never entered the dexcom g7 pairing code. After successful pairing and setup, bg was 364 mg/dl. Agent advised monitoring for 1 hour and to call back if no improvement. Cgm was not paired correctly, leading to confusion and unnecessary site changes. Cgm was connected and corrected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.